Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio provided the customer with a repair quote; however, the customer declined the repair and asked physio to return the device to them without completing any repairs. The device was returned to the customer unrepaired. Physio-control advised the customer that the repair should be completing prior to the device being returned to service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed.